Event description:
The manufacturer received information alleging a ventilator alarmed for low circuit leak. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed and the device failed a test step during testing. The device was recalibrated to address the issue.